Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported of post-reset ram crc alarm. The customer's blood glucose reading was 7.8 mmol/l. The customer stated that the alarm occurred multiple times immediately after battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for 24 hrs. The battery was removed from the pump and was monitored for 10 minutes. The pump powered up properly after insertion of the battery and no pump error 23 alarms were noted. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with minor scratches on the display window, case and keypad overlay.